Event description:
In 2005 3.0 mm stent placed in lad for 75% occlusion. 2.5 mm stent in diagonal branch for 90% occlusion. The following day developed left upper chest discomfort with nausea and diaphoresis. Cath revealed thrombosed totally occluded stent in lad.